Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus keymed (okm). Okm checked the subject device and found that the lcd panel was damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Indication phenomenon occurred because the lcd panel failed. The cause of the failure of the lcd panel was not identified because there was no shipment of the actual product. This is a guess, but since it has been 5 years and 5 months since its manufacturing, it is considered to be a failure that will deteriorate over time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the installation, the image was not displayed on the subject device, the image was displayed intermittently. There was no report of patient injury associated with the event.